Event description:
Per the clinic, the patient patient was hospitalized on (B)(6), 2012, due to bacterial meningitis. It was also reported that the patient had a previous infection in the contralateral ear, which was suspected to have caused the meningitis. The implanted device remains. Additional information has been requested; however, it has not been provided as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the surgeon, the patient developed an acute otitis media in the non-implanted ear at the beginning of september (date not reported). (B)(6) 2012 through (B)(6), the patient was hospitalized then transferred to a nursing home and is expected to be discharged soon (date not specified). Treatment included IV antibiotics commencing (B)(6), 2012 to date as of (B)(6) 2012. It was reported that patient had all necessary immunizations before the cochlear implant surgery in 2008. No surgical complications were reported. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.